Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the inhibition of the startup sequence due to the accidental failure of the cp-board power supply or the crystal oscillator or fpgacp board at startup.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the front panel display of the device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.